Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between january 31, 2025 and september 22, 2025 recorded the shock impedance around 60 ohms with outliers to <25 ohms in august and september 2025. The analysis of the provided iegm episode no. 50 from august 6, 2025 revealed artifacts ff channel. Furthermore the episode no. 55 from july 31, 2025 also showed a flat ff signal. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that a shock impedance below range was observed. An intervention will be scheduled. Should additional information be received, this file will be updated.